Event description:
Per the clinic, the patient developed an infection at the implant site and was administered with multiple courses of antibiotics (specific dates, types and duration not reported). Subsequently, the patient underwent a skin flap revision surgery (specific date not reported), however, the issue did not resolve. The patient experienced a recurring infection and a skin erosion at the implant site, and was treated with additional antibiotics (specific date, type and duration not reported). The device was subsequently explanted and the patient was reimplanted with another cochlear device on the contralateral ear during the same surgery. Additional information has been requested but has not been made available as of the date of this report.